Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had a arctic sun device that was not cooling due to a failed mixing pump. The device was send it in for 2000 hour preventive maintenance. Per follow up information received via email on (B)(6)2022, there was no patient involvement reported.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a mixing pump failure. The device was sent in for 2000-hour preventive maintenance. Per follow up information, there was no patient involvement reported. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. It is known that the device did not meet specifications and that the device was influenced by the reported failure. The device was not in use on a patient. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The device was not returned.

Event description:
It was reported that the biomed had an arctic sun device that was not cooling due to a failed mixing pump. The device was sent it in for 2000-hour preventive maintenance. Per follow up information received via email on 12aug2022, there was no patient involvement reported.